Manufacturer narrative:
1. The customer returned 40 unused units. Randomly selected 4 returned units and inspected the needle cores under a microscope. The needle cores show no blackening or foreign objects. 2. DHR/bhr review (lot#5076425): 1) the products of this batch were assembled at intima ii auto line 3 in (B)(6) 2025 and packaged at cfs package line in (B)(6)2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) check the incoming inspection records of the needles used for this batch of products, no abnormalities were found. 3. Take a retained sample of this batch for needle core appearance inspection, and no abnormalities were observed in the needle core. 4. Cause analysis: no abnormalities such as discoloration or foreign matter were found on the surface of the inspected returned units' needle cores; the needle cores only appeared slightly glossy. Based on the analysis of the intima ii production process, the possible reason is that after lubrication (intima ii products use 1502c lubricant for needle core lubrication, forming a layer on the needle surface to facilitate puncture), a color difference may appear under light reflection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. No abnormalities were found in the inspected returned units. According to the intima ii production process analysis, the reported black foreign objects/stains on the needle core surfaces should be color differences produced under light due to the needle tube lubrication. This needle tube lubrication is biocompatible and is required on the needle surfaces to facilitate puncture. The plant will continue to monitor such complaints.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the gastroenterology department of (B)(6) reported multiple instances of jingma 22ga needle cores exhibiting black, unidentified stains, difficulty in needle withdrawal, and side holes significantly larger than those on previous needles.